Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini propofol drawer was opening too many drawers when providers attempted to access it. The user had verified that the orders were entered correctly, and it should have only opened one drawer; however, it was instead opening two drawers for them. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) assisted the customer remotely, reassigned the medication to the pocket with the correct settings, tested the drawer in diagnostics, and verified proper functionality. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.